Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2023 the patient had an elevated blood glucose level of 1000 mg/d, was found unconscious by police and paramedics and was taken to hospital. At the hospital, the patient was transferred to the intensive care unit and placed in an induced coma for three days while intubated. The patient also mentioned an operation but was unable to give further details. The patient was hospitalized for 7 days and treated with insulin. Blood glucose values measured in hospital were not reported. The patient also stated that she had experienced numerous occlusion alarms with the pump. On (B)(6) 2023, the infusion device indicated an occlusion alarm and the patient changed the cannula. After some time, the patient experienced hyperglycemia. She noticed that the pump was switched off and no longer responded to button presses. The battery was full. The infusion device switched off without any error or warning message being issued beforehand.